Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing ineffective therapy and was unable to set their ipg to MRI mode due to high impedances on both lead extensions. As a result, the patient underwent surgical intervention during which both lead extensions were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6 health effect - clinical code should have been "4412 - movement disorder" instead of "2388 - inadequate pain relief" in additional report 2. This correction is reflected in this additional report 3.

Manufacturer narrative:
Correction: section h6 codes have been corrected from additional report 1.